Event description:
It was reported that a malfunction alarm occurred. The customer experienced a blood glucose (bg) level of 370 mg/dl. The customer went to the emergency room. Bg was treated with manual injections and intravenous fluids of insulin and saline. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Reportedly, the customer was released on july 23rd, 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.